Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, it was reported that the drawers were powered off. A technical support specialist (tss) guided the customer to restore power by instructing the customer to press the power button located underneath the screen. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawers were powered off.however, there were no delays or adverse events or injuries reported based on this event.